Event description:
The anchor pulled out of the bone requiring revision surgery to removed the acu-sinch system.

Manufacturer narrative:
Additional mdrs associated with this MDR: 3025141-2013-00169, 55-0014; 3025141-2013-00170, (B)(4); 3025141-2013-00171, (B)(4); 3025141-2013-00172, (B)(4); 3025141-2013-00173, (B)(4).